Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump total daily dose records revealed that insulin delivery added up correctly. No abnormal activity was observed in the black box data or alarm history. The pump was exercised for 24 hours with no call service alarms emitted. A delivery accuracy test was performed and passed. The complaint was not duplicated, and no defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump did not accurately calculate a recommended bolus total. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.